Manufacturer narrative:
Concomitant medical products: 383074 lead, implanted: (B)(6) 2017. Evaluation summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that within two days post-implant, the atrial lead dislodged. The lead was revised but dislodged again the next day. The lead was explanted and replaced. No patient complications have been reported as a result of this event.